Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated,the indication came that shavings were falling off from spring arm. There was no serious injury reported however we decided to report the issue based on the potential as any particles falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that there is no apparent trend in the complaints. This phenomenon most likely appeared after an exposure to humidity when air conditioning is turned off. The dripping observed is actually a mix of water and oil. Moreover, the technician who visited the facility stated that the issue occurred due to improper cleaning of the device. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number #254825.

Event description:
(B)(4).

Manufacturer narrative:
The issue is being investigating by the manufacturing site.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with powerled surgical light. As it was stated, the shavings were falling off from spring arm. There was no serious injury reported however we decided to report the issue based on the potential as any particles falling off into sterile field or during procedure might cause a contamination.

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number # (B)(4).